Event description:
The dealer states the right rear bearing is making a noise and not allowing the wheelchair to turn properly.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.